Manufacturer narrative:
Evaluation of the alarm found the nurse call receptacle hosing is loose; however, the internal mechanism is still intact. When the nurse call cable is plugged into the receptacle and move, the nurse call light toggles on and off. The cable does not have a secure fit. If the cable is not moved, the nurse call light comes on as it should. Physical inspection of the alarm case found that there are cracks on the dust covers outside the battery compartment and there is a rattling sound from the inside of the unit which indicates unit has been dropped which goes against the instructions. (B)(4).

Event description:
Customer reported when the nurse call cable is plugged into the nurse call outlet, it does not have a tight fit. Customer reported it was discovered during set up, but could not provide the date of event. No pt incident or injury was reported.